Event description:
The patient received her scs system, including an ipg, on (B)(6) 2009. It was reported, the ipg will no longer maintain telemetry during charging. The patient's charging system has been replaced but the problem persists. Although no falls or traumatic injuries were reported, the patient has lost approximately (B)(6) since the original implant. The ipg will be explanted and replaced. It is unknown if the explanted ipg will be returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.